Manufacturer narrative:
A ge oec service representative investigated the issue and found an open circuit breaker cb1. Cb1 was reset. Performance testing done to assure no re-trip would occur. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed stator not on error message. Error messages displayed. System would not power on for use.